Event description:
It was reported that blue sparks came out of the back of the unit during an autopsy. Another saw was used to complete the procedure. There was no medical intervention required and no delay in the procedure. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.